Event description:
New information noted that the there was loss of capture due to the dislodgement. Patient is stable.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and failure to capture. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed but the reported event of failure to capture was not confirmed. Visual and x-ray examinations found that the helix was bent and the helix housing was compressed consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was isolated to the helix being bent and helix housing being compressed consistent with procedural damage.

Event description:
After leaving the operating room, the right atrial (ra) lead was suspected to be dislodged after performing a threshold test. During the revision procedure, the helix of the ra lead was unable to extend or retract. As a result, the ra lead was explanted and replaced to resolve the event. The patient was stable.